Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3 syringes of juvéderm voluma® xc in the cheeks, bilaterally. 21 days later, patient experienced ¿swelling and pain in upper cheek area." The next day, patient was treated with prenisone 10 mg for three days. Event resolved. A week later, the swelling and pain returned so patient went to emergency room because their eye had swelled shut. Patient had some lab work performed and noted "allergies." Patient was then treated with ¿augmentin 875/125mg 1 tab bid x 10 days¿, ¿prednisone 10mg po qd x 7 days¿, and ¿benadryl 25mg po q6 prn." Event has resolved.